Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03192. It was reported the patient suffered a severe fall shortly after which stimulation became ineffective. Additionally, the patient experiences persistent pain when stimulation is turned on. Follow-up identified x-rays taken reveal the lead pulled out of the header. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03192. Follow-up reveals the patient will undergo a milogram (CT) prior to surgery.